Manufacturer narrative:
It was determined that this event is a duplicate of MFR. Report # 0002249697-2017-00866. When available, investigation results will be submitted under this manufacturer report number.

Event description:
It was determined that this event is a duplicate of MFR. Report # 0002249697-2017-00866. When available, investigation results will be submitted under this manufacturer report number.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During left hip arthroplasty a stryker screwdriver was being used. The tip (1-2 mm) of the screwdriver broke off and was retained in the bone. The tip could not be removed. Device malfunction.